Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024 . The blockage was in the tubing. The infusion set was in use for less than 48 hours. The blood glucose level was 597mg/dl and the patient was treated with correction injection via multiple daily injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.